Event description:
The plaintiff was implanted with an ams miniarc sling on (B)(6) 2010, for stress urinary incontinence. It was alleged by the plaintiff's attorney that the product has caused the plaintiff "severe and permanent bodily injuries and significant mental and physical pain and suffering." It was alleged that shortly following the surgery in which the product was implanted in her, plaintiff began experiencing "back pain, infections, cramping on her right side, and dyspareunia (painful sex) due to the product's defects. In addition, the incision created to implant the product inside of her did not heal for over a month because, the mesh was preventing it from healing properly." It was reported that the plaintiff underwent a procedure in (B)(6) 2010 to remove part of the product, including trimming the mesh at the opening of the incision to allow the incision to finally heal. However, her other symptoms persisted. The plaintiff also underwent another procedure on (B)(6) 2011, to have more of the mesh removed. The doctor found that mesh erosion had occurred, and he removed the entire product except for the mesh anchors.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.